Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("migration of the device and perforation by the device"), pregnancy with contraceptive device ("miscarriage/stillbirth") and abortion spontaneous ("miscarriage/stillbirth") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstrual issues,") and hypersensitivity ("an allergic reaction"). Last menstrual period was not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent an explant due to complications from the essure device). Essure was removed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, hypersensitivity, menstrual disorder, perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device and perforation by the device"), pregnancy with contraceptive device ("miscarriage/stillbirth"), abortion spontaneous ("miscarriage/stillbirth") and device expulsion ("migration of essure device: uterus") in a female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 2. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstrual issues,"), hypersensitivity ("an allergic reaction"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial)) and surgery (hysterectomy (partial)). Essure was removed in 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, hypersensitivity, menorrhagia, vaginal haemorrhage, device expulsion, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, hypersensitivity, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received: reporters, essure removal date 2016, essure lot number 629142 and events (abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems: depression, mental anguish, perforation (fallopian tube) and migration of essure device: uterus) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device and perforation by the device"), device expulsion ("migration of essure device: uterus"), pregnancy with contraceptive device ("miscarriage/stillbirth") and abortion spontaneous ("miscarriage/stillbirth") in a female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menstrual disorder ("menstrual issues,"), hypersensitivity ("an allergic reaction"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, menstrual disorder, hypersensitivity, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, hypersensitivity, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: consumer also reported another case about an ectopic pregnancy with essure (see (B)(4)case) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device and perforation by the device'), device expulsion ('migration of essure device: uterus'), pregnancy with contraceptive device ('miscarriage/stillbirth') and abortion spontaneous ('miscarriage/stillbirth') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hysterectomy on (B)(6) 2016, oophorectomy on (B)(6)2016, salpingectomy on (B)(6) 2016, gravida ii and parity 2. Concurrent conditions included external hemorrhoids. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2016 and ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as nsaids from 2009 to 2016 and paracetamol (acetaminophen) from 2009 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstrual issues,"), hypersensitivity ("an allergic reaction"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash allergy"), fatigue ("fatigue") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc), risperidone and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)/oopherectomy(left side) and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage and vaginal infection had resolved and the device expulsion, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, hypersensitivity, depression, anxiety, hot flush, night sweats, post-traumatic stress disorder, dysmenorrhoea, abdominal pain, dermatitis allergic, fatigue, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dermatitis allergic, device expulsion, dysmenorrhoea, fatigue, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, night sweats, post-traumatic stress disorder, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: consumer also reported another case about an ectopic pregnancy with essure (see (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: abdominal pain, rash allergy, fatigue, headache and weight gain. Events pelvic pain and infection (bladder/urinary tract/vaginal) updated to recovered/resolved. Added medical history a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device and perforation by the device') and device expulsion ('migration of essure device: uterus') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hysterectomy on 18-apr-2016, oophorectomy on (B)(6) 2016, salpingectomy on (B)(6) 2016, gravida ii and parity 2. Concurrent conditions included external hemorrhoids. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from 29-apr-2013 to 18-apr-2016 and ethinylestradiol;norgestimate (ortho tri-cyclen) from 29-mar-2013 to 24-apr-2013 for contraception as well as nsaids from 2009 to 2016 and paracetamol (acetaminophen) from 2009 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous ("miscarriage/stillbirth"), menstrual disorder ("menstrual issues,"), hypersensitivity ("an allergic reaction"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash allergy"), fatigue ("fatigue") and headache ("headache"), was found to have a pregnancy with contraceptive device ("miscarriage/stillbirth") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc), risperidone and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)/oopherectomy(left side) and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage and vaginal infection had resolved and the device expulsion, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, hypersensitivity, depression, anxiety, hot flush, night sweats, post-traumatic stress disorder, dysmenorrhoea, abdominal pain, dermatitis allergic, fatigue, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dermatitis allergic, device expulsion, dysmenorrhoea, fatigue, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, night sweats, post-traumatic stress disorder, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: consumer also reported another case about an ectopic pregnancy with essure (see (B)(4) case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Lot number: 629142. Manufacturing date: 2009-01. Expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device and perforation by the device"), device expulsion ("migration of essure device: uterus"), pregnancy with contraceptive device ("miscarriage/stillbirth") and abortion spontaneous ("miscarriage/stillbirth") in a female patient who had essure (batch no: 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. On (B)(6) 2009, the patient had essure inserted. In january 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menstrual disorder ("menstrual issues,"), hypersensitivity ("an allergic reaction"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, menstrual disorder, hypersensitivity, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, hypersensitivity, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: consumer also reported another case about an ectopic pregnancy with essure (see: (B)(4) case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: essure device was successfully occluded. Amendment: the report was amended on 12-dec-2018 for the following reason: correction: narrative was updated. No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device and perforation by the device') and device expulsion ('migration of essure device: uterus') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hysterectomy on (B)(6) 2016, oophorectomy on (B)(6) 2016, salpingectomy on (B)(6) 2016, gravida ii and parity 2. Concurrent conditions included external hemorrhoids. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2016 and ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as nsaids from 2009 to 2016 and paracetamol (acetaminophen) from 2009 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / heavy bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous ("miscarriage/stillbirth"), menstrual disorder ("menstrual issues,"), hypersensitivity ("an allergic reaction"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash allergy"), fatigue ("fatigue") and headache ("headache"), was found to have a pregnancy with contraceptive device ("miscarriage/stillbirth") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc), risperidone and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)/oopherectomy(left side) and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, heavy menstrual bleeding, vaginal haemorrhage and vaginal infection had resolved and the device expulsion, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, hypersensitivity, depression, anxiety, hot flush, night sweats, post-traumatic stress disorder, dysmenorrhoea, abdominal pain, dermatitis allergic, fatigue, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dermatitis allergic, device expulsion, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hot flush, hypersensitivity, menstrual disorder, night sweats, post-traumatic stress disorder, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: consumer also reported another case about an ectopic pregnancy with essure ((B)(4) case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Lot number: 629142 manufacturing date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device and perforation by the device"), device expulsion ("migration of essure device: uterus"), pregnancy with contraceptive device ("miscarriage/stillbirth") and abortion spontaneous ("miscarriage/stillbirth") in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. Concurrent conditions included external hemorrhoids. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) -2016 and ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as nsaids from 2009 to 2016 and paracetamol (acetaminophen) from 2009 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstrual issues,") and hypersensitivity ("an allergic reaction"). The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc), risperidone and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)/oopherectomy(left side) and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, hypersensitivity, depression, anxiety, hot flush, night sweats, vaginal infection, post-traumatic stress disorder and dysmenorrhoea outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dysmenorrhoea, hot flush, hypersensitivity, menorrhagia, menstrual disorder, night sweats, post-traumatic stress disorder, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: consumer also reported another case about an ectopic pregnancy with essure (see (B)(4) case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: new pfs received. New events: hormonal changes describe: hot flashes, night sweats, infection (bladder/urinary tract/vaginal) type: vaginal infection, psychological or psychiatric problems condition: ptsd, dysmenorrhea (cramping) were added. Onset dates and outcome were updated for the events. Concomitant conditions and drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device and perforation by the device'), device expulsion ('migration of essure device: uterus') and abortion spontaneous ('miscarriage/stillbirth') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hysterectomy on (B)(6) 2016, oophorectomy on (B)(6) 2016, salpingectomy on (B)(6) 2016, gravida ii and parity 2. Concurrent conditions included external hemorrhoids. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2016 and ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as nsaids from 2009 to 2016 and paracetamol (acetaminophen) from 2009 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstrual issues,"), hypersensitivity ("an allergic reaction"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash allergy"), fatigue ("fatigue") and headache ("headache"), was found to have a pregnancy with contraceptive device ("miscarriage/stillbirth") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrocortisone acetate;pramocaine hydrochloride (proctofoam hc), risperidone and surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)/oopherectomy (left side) and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage and vaginal infection had resolved and the device expulsion, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, hypersensitivity, depression, anxiety, hot flush, night sweats, post-traumatic stress disorder, dysmenorrhoea, abdominal pain, dermatitis allergic, fatigue, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dermatitis allergic, device expulsion, dysmenorrhoea, fatigue, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, night sweats, post-traumatic stress disorder, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: consumer also reported another case about an ectopic pregnancy with essure ((B)(4) case) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Lot number: 629142, manufacturing date: 2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.